Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation procedure, a faradrive steerable sheath was selected for use. Outside the patient, poor air tightness occurred. The procedure was completed successfully with a new sheath. No patient complications were reported.